Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified shunt vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.